Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. When the ¿instrument error detected; unplug handpiece and replace instrument¿ alert screen is displayed, it is indicating an internal error with the instrument that prevents it from being used. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics, the surgeon is guided to remove the instrument from the incision before proceeding. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that in the middle of an unknown procedure, an error occurred with an alert saying that "remove instrument from patient". After cleaning the blade, test proceeded. The test was not successful, so "instrument error detected" showed on the screen. As an emergency measure, the device was changed to a new one. There were no reported adverse consequences for the patient so far.